Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had pain at pocket site. Physician concerned of possible infection. Took cultures and fluid in pocket was not of concern of infection. New surgical incision post implant. Opened pocket took cultures, achieved hemostasis, irrigated well, and placed tyrx pouch over battery. Closed incision and patient will be seen in 1 week for follow up. The issue was resolved. Hcp had no further information.